Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the customer indicates that while preparing the handpiece for a nasal polypectomy, it did not overheat, but did not work. The case was cancelled and/or postponed.

Manufacturer narrative:
The product analysis indicates that the reported issue could not be confirmed. The handpiece was not working upon return. The motor was seized. All the internal parts, motor, housing, and screws were severely corroded due to dried saline. All internal parts, seals bearings, housing, motor, and cable were replaced. The device was repaired, cleaned, and successfully tested to specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that preoperative, the handpiece overheated. There was no patient or user impact or injury.